Event description:
It was reported that (1) device was used during a diagnostic laparoscopy. It was reported by the rep that the surgeon stated that the 511sd trocar safety shield would not retract back properly to allow trocar insertion. Another 511sd trocar was used to complete the case. There was no consequence to the pt.